Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number (B)(6); product type: delivery catheter system; product ID: l-evolutfx-2329; product lot/serial number (B)(6); product type: compression loading system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter bioprosthetic aortic valve, an alpha 1 adrenergic receptor was administered. The patient had a previous medical history (pmh) of a left bundle branch block (lbbb). During the implant procedure an electrocardiogram (ECG) identified an underlying rhythm of complete heart block. As result, a temporary pacemaker was placed. This was reported as a brief rhythm change. Additionally, it was reported that due to previous medical history of the lbbb the temporary pacemaker placement was necessary. Intravenous medication was required. The temporary pacemaker was turned off once the patient reached the recovery room. However, temporary pacing wire was still in place. The pacing wires were removed later on in the evening of the date of the valve implant procedure. An external heart monitor was placed prior to discharge for further rhythm monitoring. The physician indicated the event was probably related to the procedure and valve. The event was reported as resolved with sequelae as of the same date as onset.

Event description:
Additional information was received which indicated the event was not related to the implant procedure and probably related to the valve.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information later received indicated that at the time of the event the pre-existing left bundle branch block (lbbb) had worsened.

Manufacturer narrative:
Updated data: b5, d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.